Event description:
The customer reported that the "arm attached to the monitor broke in half, injury occurred". The philips field service engineer who was assigned stated per the hospital biomed, that the nurse was attempting to lower the monitor by pulling down on arm "d" handle, when the arm broke and monitor fell, hitting her on the head.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.